Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 402 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. Customer's current blood glucose was 398 mg/dl. The customer declined to check for the presence of leaks or air bubbles during troubleshooting. It was also found the infusion set was removed from the customer's body during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.